Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system shut down before a procedure. There was no patient involved.

Manufacturer narrative:
System - the system was examined and the reported ¿shut down¿ was not replicated. However the footswitch was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 15, 2006. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event of shut down cannot be determined conclusively. Footswitch - the system and footswitch were examined and the footswitch was replaced. The footswitch returned for evaluation. The system was tested and found to meet product specifications. The footswitch was manufactured on august 28, 2007. Based on qa assessment, both products met specifications at the time of release. The footswitch received for evaluation. A visual assessment of the returned sample revealed some debris on the footswitch. The footswitch was connected to a calibrated system and tested. The footswitch was found to meet specifications as it passed. The returned sample was found to meet specification. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4)